Event description:
The following has been reported: biomed reported: "pump error. No patient harm." A preliminary review of the logs identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.